Event description:
Customer reported an incident involving leakage of the needlefree port. During a procedure the blood backed out of the luer site causing blood to flow all over. No pt injury reported.